Manufacturer narrative:
Unknown. Date received by manufacturer is used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
While collecting blood from patients, it was noted that the suspect heparin tubes were "leaky." This lead to blood exposure to multiple staff (labtechs and phlebotomists). All staff were using ppe and the blood exposure was to gloved hands only. Even though there was no actual exposure to mucous membranes, one source patient had his/her blood tested.

Manufacturer narrative:
Results: 40 customer samples were received. 20 tubes were draw tested. When doing draw testing, water started to leak from the bottom of the tube. The remaining 20 tubes were then filled to see if any leakage occurred, no leakage noted. 20 tubes from retention samples were also tested for leakage. None occurred. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5357575. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: the most likely root cause for this is a part sticking to the mold. When this happens the machine will give off another shot of plastic, which will burn the plastic already there. When cooled it leaves the second shot there but when bumped it will come off. There is an alarm for this but if the parameters (cushion limits) are set too wide then it will not sound. The mold was removed and inspected on (B)(6) 2016. No steel dimensions were found to be out of spec. Any steel that showed any signs of wear were replaced resulting in installing 59 new cavity inserts and 53 new valve stems which are the steel components that form the bottom of the round end of the tubes. On (B)(4) 2016 before we inspected steel and replaced the worn components. The mold was put back into production with the new steel on (B)(4) 2016. The first batch of tubes the mold produced after the maintenance was performed was (B)(4). A full shot of tubes was collected to measure the wall thickness of the plastic parts where the leak occurred. Parts molded in every cavity in this mold produced parts within the specification limit for this part.